Event description:
An alarm sounded from the system 97 pump and the iab leaked. Blood was noted in the tubing. Event complications: unk - reported 4/1/98. Pt's current status: expired-rpt'd 4/1/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.